Event description:
Tampons strings unravel [device breakage]. Tampons strings unravel making it almost impossible to get tampons out [complication of device removal]. Case narrative: consumer reported via e-mail that tampon strings were unraveled. No injury reported.

Event description:
Tampons strings unravel [device breakage]. Tampons strings unravel making it almost impossible to get tampons out [complication of device removal]. Case narrative: consumer reported via e-mail that tampon strings were unraveled. No injury reported.